Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient and a health care professional (hcp). It was reported that the patient first saw the ¿setting not available screen¿ screen 59 when they were at the health care professional (hcp) office on (B)(6). They switched out the wires per the manufacturer representative directions, switched the programs, and switched the batteries in the external neurostimulator (ens). With this the issue resolved. The patient then got the same message on friday night. The patient turned amplitude to 0.0 and then increased to 7. The patient stated that they received the same message at 0.1 settings. During the call, the batteries were removed from the ens and the patient saw screen 12 or 13 on patient mode. Taking out and putting the batteries back in did not resolve this screen. Additional information received on 2016-09-06 from the health care professional (hcp) reported that the tined lead was implanted on (B)(6) 2016 and explanted on (B)(6) 2016 for the trial. Multiple external wires to the ens were changed, but they still saw the error codes. The patient was proceeded to stage 2 and the implantable neurostimulator (ins) verified multiple impedances of >4000 mega-ohms. The hcp then switched out the tined leads and connected it to the ins. It was reported that the error codes were resolved at the time of the report. There were no patient symptoms reported.